Event description:
The facility stated that the surgeon attempted to implant a aa4204vl plate silicone lens. The lens haptic tore prior to insertion into the eye. No patient injury. The injector model msi-tr and the cartridge model mtc60c fp lot numbers were not specified by the facility.